Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown animal procedure on an unknown date and suture was ued. It was reported that canine patient went home after procedure and a few days later the suture failed and they had to go to the ER for emergency surgery to fix the abdominal wall. There is adverse impact patient/user. Device is not available for return. No additional information was requested.